Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced due to constant reload set alarm. The device deliver upstream sensor reading out of specification. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed air in line while trying to load an IV line during programming / set up. There was no patient involvement. No additional information is available.